Event description:
The pt reported that "my pump has not been removed, but it has been turned off for about a year. It was turned off because of a leak in the catheter and then had to be removed and has not been replaced. I still have an infection in my back, and that is why it is turned off. I am prone to infections and it takes a long time for my body to heal. For right now I take oral meds and I am getting along ok with lest is being turned back on at this time."

Manufacturer narrative:
It is not clear at this point if the device is available for investigation. Without the device, it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow up report will be filed. Since a lot number has been provided, a review of the device history records will be conducted. We anticipate that the records will confirm that the device conformed to the required specifications prior to distribution. If the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.